Event description:
A healthcare professional reported that the patient experienced a refractive surprise in the right eye following stream light treatment. After two months of postoperative treatment, the achieved refractive outcome, as measured by manifest refraction spherical equivalent, was greater than the intended target refraction value after refractive surgery. There are multiple related reports for this facility. This report addresses patient initial¿s (B)(6) , in the right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).